Event description:
The customer reported to baxter healthcare regarding a sigma spectrum pump used with a clearlink continu-flo solution set in which an over infusion of unknown medication was detected for a patient. The spectrum pump had been programmed by a nurse to deliver 53ml/hr from a bag containing 700mls of an unknown drug. The nurse returned to the room three hours after programming the pump and noted that the entire bag of 700mls had been delivered to the pediatric patient. No injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.